Event description:
It was reported that a volume discrepancy occurred, the expected residual volume (erv) was 19.2ml and the actual residual volume (arv) was 2ml. The cause of the discrepancy was not known. The healthcare provider (hcp) aspirated and filled multiple times to make sure in the right spot. Action required as a result of the event was that the patient was going to return to the healthcare provider that same week to aspirate the pump and check the logs. The reporter did not know the type of drug infused by the device system. It was additionally noted that the patient was ¿doing very well with pain level, symptoms of pain were not there. The patient did not present with any type of over infusion symptoms.¿ it was further noted that there were no patient symptoms associated with the event. Additional information received reported that the device system was used to infuse hydromorphone and bupivacaine. Symptoms associated with the event included that the patient felt sleepy, she had an ¿episode¿ on 2013 (B)(6) where she felt nauseated and was throwing up and that she had turned white in the face. The patient had cancer as well. The patient was ¿doing fine¿ on 2013 (B)(6). It was further clarified that on 2013 (B)(6) the drug was filled and aspirated multiple times and the patient was sent home. The patient was brought back to the hospital on 2013 (B)(6) where the drug was aspirated and was within 2cc of the expected amount and the drug was put back in the device and patient was kept overnight for observation, the patient did fine over night with no issues. It was noted that the patient ¿also had a cordotomy, no date was reported for that intervention, nor was it reported if the cordotomy was related to the device or therapy. It was noted that the hcps (healthcare providers) thought that maybe the increasing doses they had given the patient prior to the cordotomy to control the cancer pain may have been playing a part. It was further noted that because of the cordotomy and the pump, the patient was not having any pain and because the cordotomy was ¿really effective¿ they decided to reduce the baseline and ptm (patient therapy manager) programmer doses by 50%. The exact cause of volume discrepancy was not determined. The patient was doing fine and from what the reporter knew was receiving effective therapy. Additional information received reported that the patient started reporting in (B)(6) of getting sick to her stomach and vomiting after each refill and that ptm (patient therapy manager) doses made her very sleepy. The patient presented on 2013 (B)(6) for a refill. Refill date at maximum doses was 2013 (B)(6). The printout showed the reservoir volume of 19.3ml. The pump was accessed without difficulty and less than 1ml of fluid and air was aspirated from reservoir. The needle was removed and the pump ¿reaccessed¿ with same results. New needle used and pump accessed again with same results. 5ml of preservative free saline instilled and withdrawn fully pump refilled with 40ml of opioid solution. Another volume discrepancy noted (B)(6) 2013 erv 24 arv 23. It was also noted that in (B)(6) 2013 0ml expected, 0ml aspirated and the pump had been alarming for 2 days.

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).